Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on july 23, 2021 with catalog number 180cc. Visual analysis of the returned device identified: opening, white particles in the surface of the shell and crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening sharp in the posterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a sharp opening on posterior side assessed as to an unidentified (tear) opening. Additional, changed, and/or corrected data: d.9, g.1, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.